Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a minimally invasive internal hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, it was noticed that the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing had all bands on it, three of them broken and overlapped. The ligator housing teeth were damaged and the handle had evidence that the trip wire was secured into the handle slot. Media analysis was performed; it was seen that the video attached showed the bands not being able to be deployed and overlapped. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. It is possible that the issue when deploying the bands was related to the physician's technique, the way the device was handled, the way the device was placed, or the tortuosity during the procedure. These factors may have affected the handle's functionality, preventing successful band deployment. The marks on the ligator housing teeth imply that the device might have been used with too much force in order for the teeth to get damaged or also this could be attributed to the way the physician was entering the device through the patient, making the teeth damaged and also affecting the functionality of the handle when deploying the bands. It is most likely that once the bands were tried to be released from the suture, the bent on the ligator housing teeth affected the band deployment, also getting the bands damaged. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a minimally invasive internal hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, it was noticed that the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a minimally invasive internal hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, it was noticed that the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. H11: the returned speedband superview super 7 was analyzed, and a media evaluation noted that the bands not being able to be deployed and overlapped. No problems with the device were noted. The reported event of bands unable to deploy can be confirmed since the bands not being able to be deployed and overlapped based on the media analysis. In addition, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable root cause of this complaint is cause not established.